Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the leakage at the distal end was caused by damaged adhesive due to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue). The instructions for use include the following statement to prevent this event: "important information ¿ please read before use: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result."

Manufacturer narrative:
The referenced scope was returned to the service center. The evaluation found the distal end probe cover adhesive was peeling and missing glue. Additionally, the reported leak at the distal end was confirmed as there were multiple leaks found; cut / leaking at bending section cover, at the missing adhesive / leaking of the probe unit and at loose / leaking distal end body c-body/probe unit. The scope was repaired back to specification and returned to customer. A review of the repair records shows the scope was last repaired on october 25, 2019. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that the evis exera ii ultrasound gastro-video scope has a distal tip leak. No patient injury or harm was reported.